Manufacturer narrative:
G4:07apr2021. B4:19apr2021. The manufacturer¿s international service technician replaced the battery to address the reported problem. The unit was checked overall, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 24feb2021.

Event description:
It was reported that the ventilator during check up had a 'battery failed' alarm. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. The customer was provided with a quote for replacing the battery.